Event description:
Ligasure xtd set off regrasp alarm while being used for vaginal hysterectomy. Procedure continued and use of this continued to set off the alarm. New product opened and used. This did not set off the alarm.